Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 265 mg/dl for approximately 10 hours while using an infusion set, which was traced during troubleshooting to an unfilled pump tubing and cannula after a supply change; once tubing and cannula were properly filled, the user was advised that glucose should trend down and to call back if not improving. Symptoms included elevated blood glucose without ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included no need for back-up therapy, no alerts above 300 mg/dl, and no medical intervention or hospitalization. Investigation included guided troubleshooting and user education to prime tubing and fill the cannula. Investigation of this case revealed that insulin delivery was not occurring due to unprimed infusion tubing and cannula, which resolved with proper priming. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with incomplete priming leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.